Manufacturer narrative:
The reported event was perforation. As received, a catheter was returned in one piece with no attached device and no blood was noted in the distal cap region. Visual and x-ray examination of the catheter did not find any anomalies.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the deflection test was being performed and the impedance dropped. The device was moved to obtain coi but were unable to and a piece of myocardial tissue was on the helix. The device was reimplanted successfully but then the patients blood pressure dropped. An echo was performed, and it was discovered that there was a small effusion with thrombus. A pericardial centesis was performed but the physician cannulate the rv and ra with her technique. The patient decompensated so a thoracic surgeon was called to repair the perforations. They had great difficulty closing the holes because the tissue was falling apart. Epicardial leads were attempted however, they would not fixate to the myocardium, and this was abandoned. The atrial aveir was abandoned and not attempted. The post procedure revealed normal impedances, sensing and the threshold has decreased. The patient is in the ccu and stable.

Event description:
It was reported that the patient presented for a scheduled dual chamber implant procedure. During the procedure, once the ventricular leadless pacemaker (lp) was fixated, a deflection test was performed. Immediately, the impedance dropped, and the device was unfixated. Location mapping resumed and it was discovered a piece of myocardial tissue was on the helix. The lp was explanted, the helix was flushed, and the device was reimplanted successfully. The patient¿s blood pressure was observed to drop and an echo was performed. It was discovered that there was a small effusion with thrombus. A pericardial centesis was performed but was not successful. The patient decompensated so a thoracic surgeon was called to repair the perforations. The atrial lp implant was abandoned and not attempted. The post procedure check of the ventricular lp revealed normal device function. The patient was moved to the critical care unit in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.